Manufacturer narrative:
H6: added component code 515. H6: changed investigation conclusion from 4315 to 61, keep investigation conclusion code 22.

Manufacturer narrative:
H6: conclusion code 1: 22: according to the gore® excluder® aaa and iliac branch endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleaks. The gore® excluder® iliac branch endoprosthesis is to be used in conjunction with the gore® excluder® aaa endoprosthesis. The gore® excluder® aaa endoprosthesis contralateral leg component is intended to bridge the gore® excluder® device trunk-ipsilateral component to the gore® excluder® iliac branch endoprosthesis following deployment of the gore® excluder® iliac branch endoprosthesis

Manufacturer narrative:
The second device is being reported separately. A review of the manufacturing records indicated the device met all pre-release specifications. An imaging evaluation was conducted. The results are as follows: one time-point available for evaluation: post implantation cta dated (B)(6) 2021. There appears to be ~2.9cm ¿ 3.9cm of separation of the distal contralateral (¿bridging¿) device and the proximal ibe in the lci. There appears to be ~1.3cm of separation of the distal contralateral (¿bridging¿) device and the proximal ibe in the rci. Maximum aaa diameter appears to be 80.2mm x 82.8mm. There appears to be ~1cm of length between the left renal artery and the circumferential proximal end of the device. There appears to be an aortic angulation of ~84 degrees within the aneurysm.

Event description:
The following information was reported to gore: on an unknown date in 2016, a patient underwent treatment of bilateral iliac artery aneursyms with gore® excluder® iliac branch endoprostheses. On an unknown date, angiography revealed both devices became disconnected from their gore® excluder® aaa endoprosthesis bridging components. On an unknown date, a reintervention took place whereby the two medtronic bridging limbs were relined with another two bridging limbs.